Event description:
Rec'd info from user facility that drill overheated. This occurred during a wisdom tooth removal. User facility stated that the pt's lip was burned. Upon follow-up, user facility stated that they noted a dark spot on pt's lip at the time of surgery, but learned with the two day post operative telephone call that the "spot was completely gone". No blister, and/or other symptoms, noted and no treatment required.